Event description:
The customer reported via telephone that she was having difficulty breathing and that her head felt strange. The customer's blood glucose was 65 mg/dl, but it rose to 189 mg/dl by the end of the phone call. The helpline called paramedics to the customer's home to give medical assistance.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.